Manufacturer narrative:
The review of the device history record showed no deviations. All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time period, when the item was produced. The visual inspection and x-ray images confirm a fracture of the modular stem. An analysis of the surfaces determined the characteristics of fracture. The characteristics indicate a fatigue fracture with a ratio of 95 % versus a residual fracture with a ratio of 5 %. By reason of this result in combination with visible bone "resportion" of the patient a product failure is not assumed. The bmi of the patient was 33.1 and may have contributed to this issue. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
Bone resorption lateral, loose femoral component. Breakage of stem taper.